Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown as the reported serial number is not valid. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc meter was not turning on with the button press or test strip insertion for a "few days" prior to contacting customer service on (B)(6) 2015. The customer reported on (B)(6) 2015 at 10:00 p.m. She experienced symptoms described as abdominal cramps and vomiting. Customer further reported at around 10:30 p.m. She was unable to test due to her adc meter not turning on with the button press or test strip insertion. Customer stated she self-administered pills for the nausea. The paramedics were called by the customer and she was rushed to the hospital around 10:35 p.m. Where a reading of 176 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and treated with "4 red pills" since her sugar was high. The customer also indicated she was diagnosed with high blood pressure. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was inadvertently unchecked. This section has been updated to reflect the correction.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.